Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on (B)(6) 2010, this patient underwent right total knee replacement surgery and was implanted with a recalled optetrak polyethylene tibial insert. The patient has been informed by his physician that he will need a right total knee revision surgery due to accelerated and preventable wear of the optetrak polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: the most likely underlying cause for prosthesis wear reported in the case cannot be determined as the devices were not returned for evaluation, and images, radiographs, and operative notes were not provided.